Manufacturer narrative:
D10: concomitants: (B)(6), 142-32-03 - cocr fem head 32mm +3.5 offset 12/14; (B)(6), 180-65-20 - alteon 6.5mm screw, 20mm; (B)(6), 164-03-12 - element-stem, collared w/ha, std offset, sz 12; (B)(6), 186-01-56 - integrip cc, cluster 56mm,g3. Pending investigation.

Event description:
As reported via legal documentation the patient had a right hip replacement on 16 mar 2016. Approximately 6 years and 8 months after the initial procedure the patient had a right hip revision on (B)(6) 2022. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
Investigation results - a number of variables including use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential) could have all contributed to the increased trend in wear/osteolysis related complaints. The revision reported was likely the result of a combination of both patient-related conditions and the risk factors. However, this cannot be confirmed as the devices were not available for evaluation, and images and radiographs were not provided at the time of this evaluation.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: b1, b2, h6 - health effect - clinical code, component code, type of investigation, investigation findings, h7 (remove information) and h9 (remove information) if any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.